Event description:
It was reported that a patient had two defective cassettes since last week. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found no damage, kink, or cut that could cause the failure mode reported. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. No additional action was taken as the device functioned as intended. No lot number was provided; therefore, device history record review could not be completed.